Manufacturer narrative:
Corrected data: d4: UDI-unique device identifier (UDI#): the UDI is unknown because the lot number was not provided. G-3 PMA/510(k).

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg explant on (B)(6) 2020 (related manufacturer reference number 3006705815-2019-04964), the lead was cut but remained implanted.